Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was eating batteries and dying unexpectedly without a warning. The customer¿s experienced high blood glucose was unknown. Customer stated that this afternoon it beeped and it said no power. The device will not be returned for analysis.